Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. A health care physician (hcp) had called requesting assistance in turning the patient¿s ins off for a revision procedure. It was also stated that the patient also had a stimulator from another manufacturer company that the patient controlled with their phone. Technical services walked the caller through interrogating the ins with the 3037 and the antenna and it was found that the ins was already off. Technical services reviewed how to turn the ins if needed. The caller stated that the surgeon was adjusting the ins that day of the call as it was bothersome to the patient in the current location. The caller stated that the ins was in the ¿wrong¿ spot and located along belt line. It was reported that this had been bothersome to the patient since implant as the patient was very thin and it has become more and more annoying. The call stated that the hcp was going to move the ins to a more fleshy area. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp was asked to clarify the ins placement along the beltine. The hcp replied that the patient denied concerns. No further complications were reported.